Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing on high rate non-sustained episodes. Detection therapies were turned off for the lead and a lead revision will be scheduled. The lead currently remains in use. No patient complications have been reported as a result of this event.